Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient presented with stroke-like symptoms. On the third day after implant, a stroke was confirmed. A thrombectomy was performed. It was reported that the procedure was a valve-in-valve implant with post-implant balloon aortic valvuloplasty (bav) performed. No additional adverse patient effects were reported.